Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient called an ambulance at approximately 6 pm because she was not feeling well. At that time, her dexcom reading was 369 mg/dl, but she did not perform a finger stick at home. When the ambulance arrived, she was administered IV fluids and nausea medication. The patient could not recall the blood glucose meter reading taken at the time, nor the reading on her dexcom receiver, but remembered it was off by 100 points. At the hospital, the patient received fluids and nausea medication and was discharged around 10:30 pm the same day. Although she could no longer recall the blood glucose meter and dexcom readings, pt reported feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It was also reported that when the ambulance arrived, a bg meter reading was taken and it was 100 points off the cgm reading. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined as there was no log data to review. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.